Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that a 12.1mm vicm5_12.1; -11.50 diopter implantable collamer lens had tore during injection/delivery into the eye. There was no patient contact. This occurred on 08-jun-2023. On this same date a replacement lens of the same length/model was implanted and this resolved the problem.